Event description:
It was reported that the user received an ¿unable to proceed¿ message during the fill tubing step of a supply change, consistent with a complete blockage associated with the tube, and after a successful dry run the user performed a new supply change with all new supplies and completed it; the user reported using a cd site with specified cannula and tubing length. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the event consistent with a complete blockage related to the tube during fill tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.